Manufacturer narrative:
Date of event is unknown. Awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported while using bd sharps coll ii 13l the lid wasn't staying properly closed. There was no report of patient impact. The following information was provided by the initial reporter: "the lid is not closing, it is opening easily".

Manufacturer narrative:
H.6. Investigation: the batch history analysis was performed, quality notification records were performed and no deviations were found for this batch. Maintenance occurrences were noted (603901510 -central cavity making on fixed side) potentially related to the incident. According to the maintenance order, the bucket lid parts were measured in three-dimensional and machined and the assembly was tested in the mold and released for production. Since this occurrence would not exceed the acceptable quality limit (aql) for the lot, no additional corrective or preventive action is proposed within the scope of this complaint. The incident identified from this complaint will be monitored for trending.

Event description:
It was reported while using bd sharps coll ii 13l the lid wasn't staying properly closed. There was no report of patient impact. The following information was provided by the initial reporter: "the lid is not closing, it is opening easily".